Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they talked to medtronic representative (B)(6) today and was told to call for a new recharger. Patient stated the cord is not functioning and keeps coming up with no device found. Patient said the last time they charged it was hard to get a connection but they got it and yesterday it would not work and it was 6 hours trying to fight with it to get it to charge to 30% so they could at least use it today. Patient also mentioned the relay box keeps clicking and then it won't click. An email was sent to the repair department to replace the device. Additional information was received from rep, stating they met with patient to trouble shoot. Rep said he has difficulty connecting with patient's implant, that he had to put the communicator right over the patient's implant to connect. Rep said his session got disconnected at one point. Patient has had difficulty with recharging since sep. Patient would get normal recharge screen occasionally but most of his recharging has been in the passive recharge mode. Patient's implant is at an angle, while in passive recharge mode, patient only have numbers in the 80s, but would get up to 94 when he pushes the recharger paddle against the neurostimulator. Patient lost therapy while trying to recharge. Technical services(ts) did have rep disable and then re-enable implant, but that didn't resolves any connection issue. Rep to get mdt data file and send it in for analysis. Note, the recharger was already replaced and rep even tried to use his controller today. Agent contacted patient to confirm address and controller serial number to replace the controller. Told patient to call his rep or pats if replacement controller didn't resolve recharging issue. A replacement controller was sent out. Additional information was received from patient stating they were sent a new controller device and was told yesterday to call back into patient services if the replacement controller did not resolve the issue. Patient stated they were going through the pairing screens on the replacement controller, and it states to plug in the recharger, then immediately goes back to no device found. Patient repeated how the new recharger and the new controller both did not resolve the issue. Patient stated because they tried 'programming' the new controller, they cannot get the old remote to connect now either, so now they are stuck with stimulation off. The patient was redirected to their healthcare provider to further address the issue. Patient stated they will contact rep before disconnecting the call. Additional information was received from another rep stating they called to follow-up on this case. The caller indicated that the tablet connected to the ins without issue but they were not able to connect to the ins with either of the two patient remotes they had. The caller only had one recharger. During the call the caller reconnected to the ins with the tablet. The ins battery charge level was 70%. The caller indicated that during the clinician programmer session the tablet kept losing the connection to the ins. The caller requested a replacement controller and recharger. Tss reviewed information from the previous calls and recommended that they wait for follow-up from the on-going review rather than replace external components again. Later, patient called stating his implant is not working and he was at his hcp ofc and was told someone from mdt will call him back and he haven't heard from anyone. Agent reviewed information and patient said he will call hcp ofc. Agent spoke with rep and reviewed current status that pt has suspected tel m corrosion issue but we will await a final decision until mdt file is reviewed. Matt will share current status with (B)(6) as they work together. Tss will be in touch with reps for next steps. Tss also adding another detail mentioned during call that yesterday rep met with pt and they tried 2 different controllers and they weren't able to communicate with the ins. Later, another rep called and was just looking for any update or timeline that could be provided on case. Mdt rep. Said pt was unhappy and hcp was working to possibly schedule a replacement surgery for the pt. Tss reached out to principal agent for more guidance. Later, agent spoke with rep and reviewed that it was highly likely that ins would need replacement but we just needed to get a final review from engineering. They will plan a little into (B)(6) for an ins replacement to create a buffer in time and so the hcp can get the pt on the schedule. Technical services (tss) called rep to inform him that nothing found in mdt file that explains ins behavior and that ins would have to be explanted for pt to regain normal device function. Will send rep warranty team contact info.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, sn (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis traced this to a fractured solder joint on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with the representative to understand if the cause of having difficulty connecting to recharge the implantable neurostimulator (ins) determined, they responded "no". When asked about what actions/interventions were taken to resolve the issue, representative added that they have sent logs to tech services, they are replacing. Representative was also enquired if the replacement/revision surgery been scheduled and about the scheduled date, to that they replied 'no'. Patient's weight at the time of the reported event is unknown, as representative doesn't know about this information. It was also reported by manufacturer's representative that the reason for implantable neurostimulator (ins) return was warranty replacement as the device can't communicate. An analysis report was requested and the device will be disassembled for analysis.

Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.